Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a temporary loss of dexcom g7 continuous glucose monitor (cgm) glucose readings on the ilet, with readings disappearing and then returning during the call; troubleshooting and education were completed, and no alerts or alarms were reported. No adverse clinical symptoms reported. Outcomes included no impact to health and no medical intervention. User support included remote troubleshooting and user education regarding signal loss between the cgm and the ilet. Investigation of this case revealed intermittent signal loss to the ilet only, with restoration of data and no device alarms, consistent with transient communication interruption between the cgm transmitter and the ilet. It was concluded, based on previously established findings for similar reports, that the cause was communication interference or environmental factors.